Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. It was reported that patient faced infusion sets cannula kinked events beginning from (B)(6)2024. The event occurred within three hours of insertion. The insertion site was thighs and abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-35851- device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Since quantity was mentioned as 14. Hence, one MDR for known quantity and +1 MDR for 13 affected quantity will be submitted for this complaint. Quantity has been updated to 2.